Event description:
An talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity, no calcification; there was about 30-80% thrombosis through out the vessels as well as the aneurysm. It was reported that the bifurcated stent graft was implanted; however, the physician was unable to cannulate the gate. The physician attempted with a brachially approach, however, was unable to advance the guidewire through the gate. The physician used contrast in the bifurcated stent graft, however, there was no contrast showing in the contralateral limb. From the proximal portion of the aortic neck down to proximal gate/flow divider (about 5 cm) had severe narrowing from 29 mm in diameter narrowing down to 15 mm x 7 mm with severe thrombosis. The contralateral side was completely collapsed/did not open due to thrombosis and narrowing in the vessel on the contralateral side. The device is an aui, and a femoral to femoral bypass was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - (unable to cannulate the gate), results - patient's condition affected effectiveness of device (severe narrowing from 29 mm in diameter narrowing down to 15 mm x 7 mm with severe thrombosis). Conclusion - device failure/lack of effectiveness related to patient condition (severe narrowing in the aortic neck from 29 mm in diameter narrowing down to 15 mm x 7 mm with severe thrombosis).